Manufacturer narrative:
Background information: the age of the cushion at the time of the complaint was 11 months. The expected lifetime of a wheelchair cushion is 2 years. Owner manual, page 3, states "caution! Prior to prolonged sitting, any cushion should be tried for a few hours at a time while a clinician inspects your skin to ensure that red pressure spots are not developing. You should regularly check for skin redness. The clinical indicator for tissue breakdown is skin redness. If your skin develops redness, discontinue the use of the cushion immediately and see your doctor or therapist." Pressure sores (open wounds), if left medically untreated, can lead to serious injury. Therefore, out of an abundance of caution, sunrise medical typically considers pressure sores reportable events. Discussion: in reviewing the complaint, there has been no definitive root cause found based on the information provided. Wheelchair seating pads are not perfectly smooth and due to the gel moving throughout the pad located inside the cushion, there is a reasonable expectation that folds and creases might form. The information provided by the dealer is limited and the user states that he didn't seek medical attention, so there is no indication of a timeframe, location, or severity. Conclusion: due to previous filings for serious injuries possibly related to similar failure modes and the related allegation of pressure sores, which could become a serious medical condition if any malfunction were to recur, this MDR is being filed.

Event description:
Dealer states that there is a problem with the fluid pack and that, according to the end user, a fold in the pack caused the patient to develop a minor pressure sore (most likely a stage 1: only affects upper layer of skin since the sore was self-diagnosed and self-treated). The user claims he did not seek out medical attention and the pressure sore allegedly healed prior to the fluid pad replacement request. There is no description of where the pressure sore was located.